Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a power issue with his one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter powering off during use began on the "evening" of (B)(6) 2012. He stated that he manages his diabetes with a combination of novolog, metformin and lantus and due to the alleged issue he denied making any changes to his usual diabetes management. The patient claimed the "next day" after the alleged issue started he felt "dry mouth and nervous." In response to his symptoms on the "morning" of (B)(6) 2012, the patient was in the emergency room (ER), where his blood glucose was tested with an ER meter and a result of "480 mg/dl" was obtained. The patient reported that he was treated with an unknown dose and type of insulin. During the initial call with customer service, the agent noted that the batteries were not due for replacement and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.